Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xpert pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified and heavily tortuous, 80% stenosed, chronic totally occluded lesion in the superior mesenteric artery. The 6x60 mm xpert pro self expanding stent system (sess) was advanced to the lesion; however there was resistance when attempting to deploy the stent and the outer tube of the delivery system could not be retracted so only the tip of the stent was released and partially deployed. The physician attempted to retract the outer sheath several times but it was not successful and there was reportedly no issue with the deployment. The entire sess and the stent were removed and another same size xpert pro sess was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the multiple noted bends and kinks on the inner and outer member; thus resulting in the reported activation/deployment failure. During removal interaction with the y valve resulted in the reported difficult to remove as reportedly the stent became stuck in the y valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report the following information was provided: when the delivery system was removed, the stent became stuck in the y valve and was removed and discarded. No additional information was provided.